Event description:
Customer complaint alleges the device cuff leaked at pre-test. No report of patient involvement. No patient impact or consequence was reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the cuff was sealed in one line. The defect was observed under magnification and was confirmed. This was most likely induced during the manufacturing process. A non-conformance was opened to address this issue.

Manufacturer narrative:
(B)(4). The investigation of this complaint is still in progress.

Event description:
Customer complaint alleges the device cuff leaked at pre-test. No report of patient involvement. No patient impact or consequence was reported.